Event description:
It was reported that the surgeon initiated implantation and the backrail of implant fractured during impaction.

Manufacturer narrative:
Method: no relevant issues were identified in the manufacturing records. Visual inspection was performed on returned device. Results: visual inspection concluded: one of the two back rails of the implant which is intended to connect with the navigator inserter is fractured but still partially attached to the implant. A materials analysis performed on a previous similar investigation concluded that the cage broke in fast fracture indicating the fracture resulted from a sudden overload applied to the device. Conclusion: based on materials analysis the plausible root cause of the reported event is user related, specifically excessive impaction force.

Event description:
It was reported that the surgeon initiated implantation and the backrail of implant fractured during impaction.